Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00095 on may 16, 2023. An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca19-9 results that were obtained on a patient sample on an atellica im 1600 analyzer and considered discordant with an alternate method. May 23, 2023 additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. The quality control (qc) was within range at the time of the event. Siemens investigated. The initial issue was reported as a sample that repeatedly recovered 60 u/ml when tested with atellica im ca 19-9 lot 517 but recovered 27.8 u/ml with the alternate method ca 19-9 assay (reference range 0 ¿ 34.1 u/ml). When the customer treated the sample with a heterophilic blocking tube (hbt) and tested it with atellica im ca 19-9 lot 517 recovery did not change significantly (55.2 u/ml); so there is no evidence that heterophilic antibodies are impacting the atellica im ca 19-9 result. The sample was sent to siemens for further testing. The patient sample was tested with atellica im ca 19-9 lot 519 and the result was elevated (51 u/ml). Therefore, the issue is not lot specific and not due to the customer's reagent or analyzer. The sample was tested with the immulite 2000 gi-ma (ca 19-9) assay and the result was 22 u/ml which is above the 95% percentile for normal samples listed in the immulite 2000 gi-ma instructions for use (IFU) (18.4 u/ml). There was not sufficient sample to perform further evaluations. The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The atellica im ca 19-9 IFU state in the limitations section: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Based on the available information, the cause of the discordant result could not be determined. Siemens cannot rule out a sample issue or normal assay performance. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca19-9 results that were obtained on a patient sample on a atellica im 1600 analyzer and considered discordant with an alternate method. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained elevated atellica im ca 19-9 results for a patient sample which were considered discordant when compared to the lower result from an alternate method. The atellica im ca 19-9 results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ca 19-9 results.